Event description:
It was reported that this right atrial (ra) lead exhibited noise and oversensing. Technical services (ts) recommended the patient follow-up in the clinic for further troubleshooting. This ra lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).